Event description:
Boston scientific received information that this right atrial lead dislodged. The lead was successfully repositioned. The patient did not experience any symptoms as a result of this dislodgement.

Manufacturer narrative:
After the lead was repositioned there were good measurements. The patient was in atrial fibrillation, but p-waves ranged from 1-1.5 mv and impedance was 420 ohms. This report will be updated if further information becomes available.